Manufacturer narrative:
(B)(4). It was reported that during the procedure, the temperature of the catheter could not be displayed. The customer suspected that the temperature sensor was damaged. The event description provided by the customer was not indicative of a reportable complaint. However upon initial analysis of the returned complained device, the catheter tip (peek housing) was found to be cracked/ torn. Electrical, leakage and temperature test were performed. Electrical test failed. No leakage on thermocouple was detected and there was no reading in electrode #2. Temperature test failed since there was no reading available when the test was performed. The stockert generator tests failed since no temperature was detected by the generator. During dissection it was noted that a section of the peek housing, below electrode ring#2, was damaged and the copper wire was found broken. It was also noticed that the tc wires were broken. The complaint was verified. A 100% visual inspection is in process to prevent that the broken peek housing or any catheter damaged leaves the facility. In addition, the device history record review was performed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during the procedure, the temperature of the catheter could not be displayed. The customer suspected that the temperature sensor was damaged. They changed to another catheter to complete the procedure. The event description provided by the customer was not indicative of a reportable complaint. However upon initial analysis of the returned complained device, the catheter tip was found to be cracked/ torn. Biosense webster became aware of this reportable malfunction upon initial evaluation of the complained product on (B)(4) 2011. Bwi followed-up for more detailed information regarding the catheter condition, the iinformation provided stated that the cracked catheter tip condition was not noted prior or after use of the catheter, nor was this condition noted prior to sending the catheter back to bwi. No patient injury was noted. The physician did not encounter any difficulty while using this catheter and/or might have caused this catheter condition.